Manufacturer narrative:
One catheter was received with an attached contamination shield and an attached monoject 1.5cc limited syringe. Balloon testing was performed with the returned syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. The balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from returned monoject 1.5cc limited volume syringe. Upon removal of contamination shield, a slight indentation was observed approximately at the 90 cm area. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Even though the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Event description:
During testing of the swan ganz catheter before use, it was noticed that the swan ganz catheter balloon failed to deflate by itself without aspirating. A second catheter was tested and worked fine which was inserted into the patient. The catheter was returned for evaluation.